Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part:07.702.016s. Lot: 2l53560. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 03 nov 2022. Expiration date:01 nov 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in japan as follows: it was reported that during a spinal fusion for vertebral body fracture on (B)(6) 2023, after adjusting the room temperature, the cement kit in the hospital refrigerator was brought into the operating room to stand by. The surgeon started making the cement after insertion of screws. A little amount of the monomer liquid spilled from the part where the lid was placed when the lid was tightened. After that, the monomer liquid and polymer powder were mixed and injected into a syringe. Although the cement seemed a little harder than usual when filling the syringe, it was able to be pushed out from the syringe as usual, and the proper viscosity was confirmed in about 9 minutes, which was faster than usual, so a cannula was attached and the cement was injected into screws. When the 2 screws were cemented, there was considerable resistance during injection, and it was decided to open a spare cement. The surgery was completed successfully within thirty (30) minutes delay. After surgery, the surgeon indicated that the spilled monomer liquid may have affected to the event. No further information is available. This report is for one (1) vertecem v+ cement kit this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.